Event description:
A consumer reported that a diamondclean smart power toothbrush charging base caught fire. No injury or medical intervention was reported. Property damage was reported.

Manufacturer narrative:
B3: the event date is approximate. Product was not returned to confirm a malfunction has occurred.